Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant the patient experienced a micro perforation and pericardial effusion which was confirmed by computerized tomography (CT) scan. Chest discomfort was also noted. It was further reported that the right atrial (ra) lead exhibited a rise in thresholds. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.